Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed via pictures. The circular tabs of the blue adaptor broke off. The event's most likely cause(s) is user error for applying excessive forces through leveraging/prying the device.

Event description:
It was reported that the device broke during universe reverse shoulder surgery. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 16-nov-2021 it was confirmed that the blue front part of the device has come off.